Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed leaflet and abundance of chordae tendinea for a mitraclip procedure. During the procedure, mitraclip ntw was inserted into the left ventricle, and the valve leaflets were immediately placed on the clip. Chordae tendineae were caught in the gripper. It was attempted to move the clip anteriorly, slightly lifting and shifting it anteriorly several times, but was unsuccessful. Attempts were made to raise and lower the gripper, but one of the grippers unable to lower and raise. It was confirmed that both the leaflets were in place and the decision was made to implant the clip. Anterior gripper did not descend. M-knob was carefully released and the torque was released. Leaflet was caught in the gripper and device was not able to be retrieved, clip was closed and placed with posterior commissurre side gripper descended. Mitraclip nt was also implanted as mr remained on lateral side of the clip. All steps were performed as per IFU. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.